Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer¿s blood glucose (bg) level was 458 mg/dl and the bg level was addressed with a bolus. Reportedly, the customer had manual injections as alternate insulin therapy.